Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified uromatic irrigation set leaked "possible" from the joint between the bag spike and tubing. This was identified during set up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.